Manufacturer narrative:
(B)(4). As it is unknown which lot was fractured and retained, possible lots are listed below: d4: lot: 66438470, UDI: (B)(4), exp date: jan 8, 2029, h4: manu date: jan 8, 2024. D4: lot: 66386426, UDI:(B)(4), exp date: nov 6, 2028. H4: manu date: nov 6, 2023. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a quadriceps tendon repair surgery using two of anchors into the patella, one of the anchor deployment handle tips fractured off as the surgeon was inserting the anchor into the patella bone. The metal tip was stuck inside the anchor and bone. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected . Photographs were provided showing the inserter tips of 2 devices where the tip one of the devices is missing. As no product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.